Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report #s 1627487-2011-00518 and 1627487-2011-00519. The patient received an scs system including an ipg and two lead extensions. It was reported that he lost stimulation. An x-ray revealed that one of extensions had pulled out of the header. Surgical intervention was undertaken to correct this matter. During the procedure, it was discovered that one of the lead extension's contacts had broken off in the header of the ipg. As such, the physician replaced the ipg and both lead extensions. Effective stimulation was recaptured as a result of the procedure and no further complications were reported.